Event description:
A surgeon reported a capsule rupture occurred while using a terry squeegee to polish the posterior capsule during a cataract surgery. An anterior vitrectomy was performed and the case was completed. In the surgeon¿s opinion, the product did not perform as intended. Add¿l info was reported.

Manufacturer narrative:
The investigation is in progress. Samples are being returned and have not have been received for eval. Lot number was not supplied. A review of the DHR could not be conducted. A root cause and corrective action will be assessed upon completion of the investigation. (B)(4).